Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during treatment of a saccular aneurysm located in the left internal carotid artery, the pipeline pushwire was broken proximal to the hypotube. It was reported that resistance was noted during delivery of the device. The patient had moderate vessel tortuosity. All devices were removed successfully from the patient. The patient was ultimately treated with balloon assisted coiling. No patient injury was reported.

Manufacturer narrative:
The pipeline flex delivery system and the microcatheter were returned for evaluation. The pipeline flex delivery system could not be pushed forward or removed. For further examination, the catheter was dissected to remove the pipeline flex delivery system. It appeared that the pipeline flex pushwire was found to be detached at the hypotube proximal to the wire weld. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline braid were found fully opened and slightly frayed. Kinks and bends were found on the pushwire. The catheter body was found to have accordion damage. No other anomalies were observed. The surfaces of the detached pushwire were sent out for scanning electron micrographic (sem) / energy dispersive spectroscopy (eds). Based on the reported event details, the analysis findings and the sem/eds analyses, the clinical observation was confirmed. It is possible that the distal wire of the pipeline flex delivery system was detached due to tensile failure. The damages seen on the returned catheter body (accordioning), proximal wire (kinking/bending) and hypotube (stretching); suggest excessive forced was used such as pushing and pulling. A review of the manufacturing process did not uncover any deficiencies with regard to the soldering process. In addition, the elemental analysis conducted through sem/eds showed presence of soldering material (tin); thereby indicating that the soldering was conducted. In this event, the user may have contributed to the reported issue, as the physician continued to advance the pipeline flex delivery system despite of resistance. Per our instructions for use, the user should "discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. In addition, a review of the lot history record showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damage and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.